Manufacturer narrative:
(B)(4). Product has been received by orthopediatrics and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It has been reported that the patient underwent a corrective procedure which included an internal rotation osteotomy and placement of a locking cannulated blade plate. Approximately six weeks post-operatively, the patient was noted to have delayed healing at the osteotomy site. At later post-operative follow-up appointment, it was discovered via x-ray that the plate was cracked. Loss of correction was noted and patient was revised. No additional patient consequences were reported.